Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), experienced a surging sensation when walking around demagnetizers at their workplace. The patient also reported a loss of therapeutic benefit from the device, increased pain, and a return of symptoms. There was uncertainty about whether the device required reprogramming or if it was damaged and not functioning properly. The patient worked near electromagnetic fields and expressed concern about the potential impact on their stimulation therapy. X-rays were suggested to verify if the leads were still in the proper location. Troubleshooting was not required, and the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider for further assistance.